Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The area is red and itchy, but no allegations of any open/broken skin. There was no alleged device malfunction contributing to the irritation. Patient was instructed to use talc powder and prescribed an ointment by a physician. Follow up indicated that the rash has improved.